Event description:
Pt received in emergency department by ems and lidocaine drip infusing with stat 2 pumpette tubing with built in calibrate set at 30ml/hr. Set delivered 250cc bag over 2 hrs with this tubing. Pt developed stroke like symptoms and required ICU admit for lidocaine toxicity. MFR # 1317214-2004-00025.